Manufacturer narrative:
(B)(4). A suture break can be caused by a number of factors including, but not limited to, too much tension applied or the suture was nicked. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience could not be determined. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the non-rail suture was pulled taut, the suture broke. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.